Event description:
Caller (pt's wife) alleged imprecision with inratio meter. Results as follows: see scanned table. The doctor does not want the pt's inr over 2.3. Pt's wife called the doctor after obtaining 5.8 results on (B)(6) 2012 and was told to keep pt's dose the same for two days and to retest. Pt's wife ended up retesting the day after and doesn't believe that pt's result would decrease that quickly and without changing his dose.

Manufacturer narrative:
Investigation pending.